Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit is not powering all the way up was confirmed. The reported issue is confirmed; the unit was shutting down randomly. The unit was shutting down randomly due to an internal failure of the motherboard. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - unit is not powering all the way up. 07/26/2021: evaluation found system to randomly shut down during use.